Manufacturer narrative:
Malfunction was confirmed during in house testing. Root cause for failure was determined to be sensor oxidation.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(4) 2019, the sensor experienced an early sensor retirement thereby requiring early removal of the inserted device.